Event description:
Manufacturer received a report stating that the top to a concentrator humidifier bottle was not secure and did not allow the patient to receive oxygen. This allegedly resulted in the patient frothing at the mouth. There was no immediate medical attention and no malfunction has been identified.